Event description:
Same cases as: 2134265-2015-04764 and 2134265-2015-04914. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was then noted that the sled does not properly function as it was unable to perform an automatic pullback. This occurred during preparation and outside the patient. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned evaluation. Examination of the returned device revealed no damages found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2015-04764 and 2134265-2015-04914. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was then noted that the sled does not properly function as it was unable to perform an automatic pullback. This occurred during preparation and outside the patient. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is stable.